Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The firing problem could not be confirmed. The difficult to remove is related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is possible the device position changed during deployment causing the clip to be caught on the vessel locator wings. The clip on the vessel locator wings contributed to the difficult to remove. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - lot # updated from unk to 4073041.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number, a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a starclose se after an interventional peripheral procedure with a 6f sheath. Reportedly, there was no resistance deploying the device. After pressing the #4 button, the device was stuck in the patient. The operator deployed the two safety release mechanisms to release the device. The starclose se was removed without issue. The clip was found deployed on the end of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.